Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her husband's insulin pump had a blank display anomaly; the device will not power on despite multiple battery changes. The customer has not used the insulin pump for two months; he has been treating via manual injection and his blood glucose was out of control. He was hospitalized for a foot ulcer recently. Troubleshooting did not occur as the customer was busy in the hospital; the wife stated that her husband will call back later to troubleshoot. The insulin pump will be returned and replaced.